Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery despite a complete set, reservoir, and site change. The cannula was not bent either. The insulin pump will be returned for analysis.